Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Additionally, the patient experienced syncope. Subsequently, this lead was explanted and replaced successfully. The lead will not be returned for product analysis. No additional adverse patient effects were reported.